Event description:
As reported on (B)(4) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when opening the sterile packaging, it was noted the fiber was fractured inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect to the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).